Event description:
It was reported that the patient underwent a spinal procedure to implant the vb replacement construct. There were no complications reported for the procedure. The follow-up x-rays revealed that one of the end caps of the construct had subsided into the patient's vertebral body. Surgeon does not plan to revise the construct at this time.

Manufacturer narrative:
(B) (4): device remains implanted, product evaluation is not possible. Post-op x-ray ap and lateral views show the construct anterior support at t9 with posterior pedicle screw support at t7 to t11. Initial position and alignment was excellent. Subsequent x-rays show some subsidence of both superior and inferior end caps.